Event description:
In 1987 this patient had placed bilateral meme polyurthenane coveredsilicone gel implants. Postoperatively the patient suffered numbness and pain in her right arm. She also shortly afterwards developed short term memory loss, fatigue, dry eyes and myalgias of the shoulders and calves. She has also had swelling of the fingers and feet and numbnes sof the medial ankle. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.